Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute: 1. 513 mg/dl and 81 mg/dl 2. 92 mg/dl and 355 mg/dl sets of readings were taken on different days. Reporter alleges that the results in a "half-dark area" are higher than the result in an area where the light is on. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.